Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t1 was found to be pre-deployed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadvertent trigger advancement when removing from the paper carrier. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery when the fast fix package was opened, the implant was found to be already deployed. No backup device was available therefore it is unknown how the procedure was complete. No delay, patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.